Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, extraneal, physioneal and nutrineal therapies were discontinued and the patient switched to hemodialysis therapy. At the time of this report the patient outcome was not reported. No additional information is available.